Event description:
Surgeon placed trach initially in 2009. Four days later, surgeon was called emergently to bedside in ICU for trach change due to trach tube device head breakage and separation preventing the inner cannula from staying connected. Surgery staff did not save original box, but did have lot# and expiration date.